Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a cataract surgery, handpiece handle became hotter than usual and could not dissolve the lens very well. The procedure was completed with no longer than usual time. There was no complications to the patient.

Manufacturer narrative:
The phaco handpiece was not returned to the manufacturer site for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The company representative performed, testing on the associated phaco handpiece and confirmed, poor phaco power. There is no indication, that high temperature was confirmed through testing. The customer reported, event of poor phaco power was confirmed. However, the customer reported event of high temperature was unable to be confirmed. The root cause was unable to be determined conclusively. Manufacturer will monitor for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).